Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model trsx5, serial number/date code (B)(4) is approximately 8 months old. The owner's manual part number 1110550 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers weight is listed as (B)(6), their age and height are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that both pivot links on the trsx5 manual wheelchair are allegedly bending forward. Replacement parts on (B)(4). No injury alleged.

Event description:
Dealer states, "both pivot links are bending forward on chair." Replaced both under warranty on (B)(4). No alleged injury.